Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (she had hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for event pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti. Discrepancy noted insertion details were mentioned as (B)(6) 2016 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2016, she implanted essure (previously reported as (B)(6) 2009). On (B)(6) 2018, she explanted essure. Added events abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: uti. Updated event physical pain/ pain pelvic (previously reported as physical pain), incident category, updated outcome. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('physical pain/ pain pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, pap smear abnormal and endometriosis. Concurrent conditions included left lower quadrant pain and bloating. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury:depression"), uti ("bladder/urinary problems: uti"), fatigue ("fatigue") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation, hysterectomy with bilateral and hysterectomy with bilateral salpingectomy d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, fatigue, urinary tract infection and anxiety outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain and uti had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uti, vaginal haemorrhage and urinary tract infection to be related to essure. The reporter commented: she received treatment for event pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test as it was previously reported. Discrepancy noted insertion details were mentioned as (B)(6) 2016 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, dyspareunia, concerning the injuries reported in this case, the following one was reported via medical records:pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs & mr received. Added event abnormal bleeding (vaginal), fatigue, infection: urinary tract infection, mental anguish. Psychological trauma updated to event depression. Event added from mr:pid. Updated event onset dates. Medical history, concomitant conditions, lab data were added. Reporter's information was added. Patient's demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('physical pain/ pain pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, pap smear abnormal and endometriosis. Concurrent conditions included left lower quadrant pain and bloating. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury:depression"), uti ("bladder/urinary problems: uti"), fatigue ("fatigue") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("urinary tract infection") and arthralgia ("hip pain"). The patient was treated with surgery (ablation, hysterectomy with bilateral and hysterectomy with bilateral salpingectomy d & c). Essure was removed on (B)(6)2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, fatigue, urinary tract infection, anxiety and arthralgia outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain and uti had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, uti, vaginal haemorrhage and urinary tract infection to be related to essure. The reporter commented: she received treatment for event pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test as it was previously reported. Discrepancy noted insertion details were mentioned as (B)(6)2016 and (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, dyspareunia, concerning the injuries reported in this case, the following one was reported via medical records:pid. Concerning the injuries reported in this case, the following ones were described in patients social media record confirming: hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter's information added. Event: hips pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic inflammatory disease ('pid'), pelvic pain ('physical pain/ pain pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anxiety, depression, pap smear abnormal and endometriosis. Concurrent conditions included: left lower quadrant pain and bloating. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2015, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("psych injury:depression"), uti ("bladder/urinary, problems: uti"), fatigue ("fatigue") and anxiety ("mental anguish"). On an unknown date, the patient experienced, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("urinary tract infection"), arthralgia ("hip pain"), vulvovaginal rash ("rash during mentrating") and pruritus ("itching all over my face, chest and back"). The patient was treated with surgery (ablation, hysterectomy with bilateral and hysterectomy with bilateral salpingectomy d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, fatigue, urinary tract infection, anxiety, arthralgia and pruritus outcome was unknown. And the pelvic pain, menorrhagia, abdominal pain, back pain and uti had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, uti, vaginal haemorrhage, vulvovaginal rash and urinary tract infection to be related to essure. The reporter commented: she received treatment for event pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder/urinary, problems: uti. Discrepancy noted for essure confirmation, that plaintiff did not undergo essure confirmation test, as it was previously reported. Discrepancy noted insertion details were mentioned as (B)(6) 2016 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, result: confirmed ,that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was reported via medical records:pid. Concerning the injuries reported in this case, the following ones were described in patients social media record confirming: hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, new events: rash during mentrating and itching all over my face, chest and back were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.